Event description:
Event was reported to caldera medical by an attorney. The pt has suffered chronic pelvic and vaginal area pain, severe rectal pain, painful bowel movements, recurrent urinary incontinence, chronic vaginal and urinary infections, vaginal bleeding, painful intercourse, and sharp abdominal pain. No further info has been provided.